Event description:
Called to report erratic readings with plink meter. Analysis run on clark error grid using mean avg. Reading (246) as ref. Point vs. Bd reading of 336, 151 yielded data points in the d zone of the grid, outside of acceptable limits.